Event description:
This is a tube graft. After successfully deploying the superior attachment, the inferior attachment would not spring open. Subsequent intervention was unsuccessful and the device was dismantled. A 25mm braun occlusion balloon was introduced which successfully released the hooks and positioned the graft. Final angio showed the graft in proper position with no endoleaks.